Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a rectosigmoidectomy, when on the transection of the rectum, the first and second staplers did not fire, the surgeon was able to press the green button and squeeze the handle. As stated, they opened the device with a new reload to complete the case. There was no patient injury.